Event description:
The event description was reported as: during a laparoscopic partial nephrectomy, the second clip broke in half at the hinge during loading and was discarded. This is the second of four reports about the incidents with the clips from that same package. No pt injury reported.

Manufacturer narrative:
Sample is no available for investigation. The results of this investigation are not available at the time of this report. A follow up report will be sent when investigation is complete.